Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available. Related report: 3025141-2025-006133.

Event description:
It was reported that the acutrak 3 mini driver tip broke off in mini screw procedure was completed without complication, tip was able to be removed from the screw. No adverse event or delay reported.